Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty on an unknown date. When the tibial drill peg was used it went through the cortex of the tibia.

Manufacturer narrative:
Upon further review, it was decided to report this product under manufacturing report number 0001825034-2018-02333.